Event description:
The customer reported that he was hospitalized due to diabetic ketoacidosis. The blood glucose reading at the time of admission was unknown. The customer stated that he was unable to use the insulin pump because it was alarming motor error. The customer stated that the insulin pump had been exposed to high magnetic fields. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was oeperating within specifications. The device passed all functional testing. Motor passed motor test and no motor error alarm was noted. The device was received in with a broken belt clip slot, cracked battery tube threads, cracked reservoir tube lip and a scratched lcd window.